Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at levels t12, and l3. Intraoperatively, the cement was in pasty state and could not be drawn up in syringe and hardened too quickly. All three boxes of cement with the same lot number were mixed, had the same issue and were used. There were no complications or adverse events reported. Patient is doing fine. It was noted that the bone cements were stored properly as always at the recommended temperature and this account have not had any issues. The operating room temperature was about 67 degrees. The cements were mixed manually and used by a very experienced tech scrubbed in hundreds of these cases. The working period was about 4 minutes (the cement was hard almost instantly and made it very difficult for the surgeon to perform a fill of the vertebral body). Hardening period was at about 8 minutes after mixing. The cement that was dispensed in the patient was lumpy, granular, and extremely thick (too thick). No further information was reported.

Manufacturer narrative:
Follow-up with company representative.